Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: it was reported by the customer that we have accumulated more affected tubing from the same lot#.

Manufacturer narrative:
The customer returned 2 samples, both of material 2420-0007, lot 24085413. Upon initial visual examination, the sets verified the failure with a lower pump fitment separation. The separations were reviewed under a microscope and there was insufficient solvent found on both of the tubing. The manufacturing site found the root cause for the separation to be related to assembly error by personnel when administering solvent. An accessory was implemented onto the medica solvent dispenser on 30oct2024 to assist and guide production personnel to the correct solvent application. A device history record review was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set.

Event description:
Additional info: 1- at least 10 occurrences that I have been made aware of. 2- I have sent in available samples through the previous return label and I have more to send in now.